Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was difficult to position and had poor sensing. The physician attempted to reposition the lead several times, however an active fixation lead was chosen. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.